Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had a superficial skin infection at the entry site where the trial leads were placed. The physician found out that the patient had an epidural abscess. The patient was treated with ciprofloxacin and vancomycin. It was determined by the physician that the infection was procedure related. The patient had no neurological deficit and was reportedly doing well.